Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer powered the pump off, powered the pump back on, and was able to regain connection between the pump and transmitter. No additional patient or event information was available.